Event description:
It was reported that the backrest actuator of the enterprise 8000x bed had detached, allowing the backrest section of the bed to collapse. According to the customer, it is likely that the patient activated the lifting system without realising that there was another object behind the patient. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The customer initially asked for a price offer for a spare part - actuator. Arjo contacted the customer for additional information and the customer reported that the backrest actuator of the enterprise 8000x bed had detached, allowing the backrest section of the bed to collapse. According to the customer, it is likely that the patient activated the lifting system without realising that there was another object behind the patient. No injuries were reported. Photographic evidence provided by the customer revealed that the actuator was removed from the bed and its cover was cracked. Based on the information received from the customer the enterprise 8000x bed frame was blocked at one of its corners, and as a result, the frame twisted damaging the actuator, which fell apart. The backrest section of the bed dropped to a horizontal position. According to the information obtained from the customer and review of previous complaints, the actuator can be mechanically damaged if the bed¿s movement is interrupted by an obstacle, for example when the obstacle is placed under the bed. The instructions for use dedicated to the enterprise 8000x bed (IFU 746-585) warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. The above hypothesis could not be confirmed as there was not possible to inspect the device by an arjo representative. If the further information became available the investigation will be updated. The actuator was found to be detached and from that perspective, the device did not meet performance specifications. The device was in use when the issue occurred and from that perspective it played role in the event. The complaint was "assessed" as reportable due to allegation that backrest section collapse due to actuator detachment. H3 other text : lack of customer acceptance.